Manufacturer narrative:
No information regarding the patient was provided. Limited data was provided. Only provided hospital name and location. This is a foreign complaint. Product has not been received to evaluate. The incident happen during priming. Instructions for use were followed.

Event description:
A hospital employee alleged that a 3m ranger (tm) high flow disposable set leaked during priming. No patient injury occurred. The reporter did not indicate if saline or blood was being used during priming.